Event description:
The customer received approximate blood glucose readings of 200-300mg/dl on the contour, retested on a different meter and received 126mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.a new meter was sent to the customer.